Manufacturer narrative:
Power board was found defective and replaced.

Event description:
Hamilton medical ag received the following event description from the hospital: on (B)(6) 2023, when using a ventilator to provide positive pressure ventilation support for patients, an error message was found when the ventilator was turned on. After inspection, it was found that the power board had a malfunction. Subsequently, other power boards were immediately replaced, and the machine no longer reported errors after replacement. The subsequent use of the ventilator was normal and did not have any adverse effects on the patient.

Manufacturer narrative:
Power board was found defective and replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d1, d2a, d4, g6, h2, h11

Event description:
Hamilton medical ag received the following event description from the hospital: on (B)(6), 2023, when using a ventilator to provide positive pressure ventilation support for patients, an error message was found when the ventilator was turned on. After inspection, it was found that the power board had a malfunction. Subsequently, other power boards were immediately replaced, and the machine no longer reported errors after replacement. The subsequent use of the ventilator was normal and did not have any adverse effects on the patient.